Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 93 mg/dl. The customer stated that she kept getting cal error from the sensor. The customer stated that the bad sensor alert did not occur after a second consecutive cal error. The customer was assisted in performing the test plug procedure. The customer stated that the test passed. The customer also had low readings of 46 mg/dl at 4:48am and 44 mg/dl at 10:08 pm. The customer was advised that the sensor may be malfunctioning and to change it.